Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) replaced the tip clamp, plunger clamp, lld spring, and sleeve at position #8. Fse rand the splld tests and the oas user software tests with good aspiration and dispense on all 12 positions. The instrument was tested without further problem and was returned to expected operation.

Event description:
The ortho summit sample handling sys instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).